Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient reported by marketing surveys that the patient experienced inaccurate cgm values. According to the report, the sensor did not read accurately after a hyperglycemic episode occurred. The patient reportedly trusted the device and ended up in an ambulance. Patient symptoms were not reported. Treatment in the ambulance was not documented. The bg and cgm were not documented. Attempts to contact the patient by phone and email for more details about the episode were unsuccessful. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.